Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16696, 2017865-2021-16697. It was reported that lead dislodgement was observed on the right atrial (ra) and right ventricular (rv) leads. High, out of range, pacing lead impedance was also noted on the left ventricular (lv) lead. Lv lead insulation damage was suspected. The lead helixes were unable to be retracted when repositioning the ra and rv leads. The ra and rv lead were explanted and replaced. The physician opted not to replace the lv lead since lv access was very difficult. The patient was recovering.